Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology at the time of implant are unknown. The aortic neck was 5-6mm in length. It was reported that there was migration of stent graft, type I endoleak and a contained rupture of the infrarenal abdominal aortic aneurysm. The stent graft was explanted in 2004. The device was discarded and will not be returned for evalaution.